Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is no stand movement. Review of the system log file showed that "geometry error at start up". As per troubleshooting action was performed by fse and found that the geo module is defective fse replaced the geo module. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the stand failed to move. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the stand was not moving. Troubleshooting actions showed a problem with the geometry module. The fse replaced the geometry module and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.